Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a ripped downstream occlusion (dso) seal. The pump's ehl showed no relevant history. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative installed the latest software, and replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a torn seal. This occurred during infusion, and there was patient involvement, and there were no signs or symptoms experienced.